Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had hyperglycemia. Blood glucose level was 600 mg/dl. Customer treated with manual injections for their hyperglycemia. Customer stated that they had nausea as a result of high blood glucose. Customer was not using auto mode feature at the time of reported high blood glucose. Customer stated that they ate pizza and the blood glucose continued to rise. Customer was assisted with troubleshooting for hyperglycemia and insulin was exited at quick release. Customer had been using insulin pump within 48 hours of reported hyperglycemia event. Insulin pump will not be returned for analysis.